Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A yag laser capsulotomy was performed postoperatively.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/01/2008, 08/04/2008 by phone, fax, and mail. Medical records were received on 08/01/2008. This report was mailed to FDA on: 08/29/2008.